Manufacturer narrative:
H6: investigation summary a device history record review was completed by our quality engineer team for provided material number 305180 and lot number 1144526. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was not returned, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. H3 other text : see h10.

Event description:
It was reported that bd blunt fill ndl/combo contained foreign matter. The following information was provided by the initial reporter: "it was reported that :blunt needle has black specks of dirt or some particles on the needle."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd blunt fill ndl/combo contained foreign matter. The following information was provided by the initial reporter: "it was reported that :blunt needle has black specks of dirt or some particles on the needle ".

Event description:
It was reported that bd blunt fill ndl/combo contained foreign matter. The following information was provided by the initial reporter: "it was reported that :blunt needle has black specks of dirt or some particles on the needle ".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.